Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier and sterile packaging (blister) is damaged. The reported event is confirmed and the sterility of the product is intact. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products : tprlc xr mp t1 pps 17x119mm 119mm t1, cat# 51-145170 lot# 6133651, tprlc xr t1 pps 14x148mm mm t1, cat# 51-105140 lot# 6051931. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00865, 0001825034-2020-00867.

Event description:
It was reported that the sterile packages were damaged. Attempts have been made and additional information on the reported event is unavailable at this time.